Event description:
It was reported that the zimmer skin graft mesher had a bent comb. Despite multiple follow up attempts with the customer, no add'l info was able to be obtained regarding the reported event.

Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The svc record indicates that the device was mfg on 04/28/2012 and was last repaired on 10/19/2013. Previous repair included repairing the ratchet and replacing the roller and side plates. Analysis of the device determined that the ratchet gear was stuck on the roller. It was also observed that the comb would not smoothly accept the cutter and allow the mesher to close properly due to a slight bend on the left side of the comb. Prior to repair, the calibration of the device could not be determined due to comb and roller damage. The roller, side plates, gear, comb and ratchet were replaced. The device was repaired, tested, calibrated and returned to customer. The complaint was likely caused by roller and ratchet gear damaged due to improper handling by the customer.